Event description:
Approx one month ago, the pt went in for device reprogramming because his head was "wobbing". While the physician was reprogramming the pt's device, the pt reported that he felt a shocking or jolting sensation. This caused the pt's pulse to be too high and he stated he couldn't donate blood a week later; the "wobbing" was better. The pt went for a physical a week later and was cleared by his doctor to give blood.